Event description:
It was reported that this implantable pacemaker repositioned distally from the original implant position due to unknown reason. This device remains in service. No additional adverse patient effects were reported.